Manufacturer narrative:
B1 added selection due to new information received. B2 added selection due to new information received. B5 added additional information was received. D6b explant date was added. H1 updated due to new information that was received. H6 revised health effect - clinical code due to new information received. Added a medical device problem code. Revised type of investigation code due to new information received. H11 revised additional manufacturer narrative due to new information was received. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
Additional information was received. Plasma free elevated on 16-jan-2026 went from 11.0 to 91.1. No device issues were noted on the automated impella controller. The p level was reduced to p6. They are awaiting an echocardiogram for placement. Flat central venous pressure was 7 and urine output was within normal limits. The pump was explanted and the team disposed of the pump. The plasma free hemoglobin did resolve with volume and a decrease in p-level.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
A user facility reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. A red alarm for purge pressure high/purge pressure blocked was noted. The purge cassette and purge fluid bag were changed. Entirety of the device, external to the body was observed for any kinks or obstructions to the perch line. No observations of poor material handling were noted. Tissue plasminogen activator was added to the purge. The patient remains on support and continues to wait on a heart transplant.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary no product or data logs returned for evaluation. Mechanical interaction with blood/hemolysis: the cause of the hemolysis could not be determined as no product or logs were returned for evaluation and limited clinical details were provided. Purge pressure high: the cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.